Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the a minimum fill notification was received, after loading a cartridge with 300 units of insulin. Reportedly, cold insulin may have been used to load the cartridge. The customer reloaded the cartridge. After performing a successful fill tubing, the customer stopped the fill tubing process after approximately 10 units were filled. Subsequently, another minimum fill notification was received. The customer loaded a new cartridge with 300 units of insulin and was able to successfully complete the load process and resume insulin delivery. Customer's blood glucose level was not impacted.